Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic broken and deformed. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Date received by the manufacturer in the initial MDR should be 05/25/2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -8.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting. The customer stated the patient is wearing glasses, and does not want to implant another lens at this moment. As of the date of MDR submission, the lens has not been returned.